Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 6 of 6 of the same event. It was reported that during sterile processing, it was discovered that the universal charger device ¿fried¿ five battery devices. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as (B)(4) in the initial report. The location has been updated to unknown. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the housing was damaged. It was determined that this type of damage was most likely due to improper handling/device being dropped. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.